Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed based on device evaluation. Method & results: product evaluation and results: damage consistent with the explantation process was observed on the distal portion of the fractured stem. The fracture morphology is consistent with a fatigue fracture initiating on the anterior side of the lateral surface and propagating medially with final fracture occurring in overload. Eds analysis showed that the stem is consistent with the drawing (an astm f1586 alloy). Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined for the devices with catalog numbers provided. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: material analysis on the returned device indicated that damage consistent with the explantation process was observed on the distal portion of the fractured stem. The fracture morphology is consistent with a fatigue fracture initiating on the anterior side of the lateral surface and propagating medially with final fracture occurring in overload. Eds analysis showed that the stem is consistent with the drawing (an astm f1586 alloy). Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined for the devices with catalog numbers provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that the patient had been implanted with an exeter stem which has fractured requiring revision.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the patient had been implanted with an exeter stem which has fractured requiring revision.